Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump. When the pump was plugged into a power source, the pump appeared to initiate charging. However, the battery did not increase. The customer stated later that day the battery jumped up from 90% to 100%. During follow up on (B)(6) 2017 the customer stated the pump had remained static at 100% since the day of the initial report despite being in use. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.